Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "door not fully latched alarm" was confirmed review of the event history log as well as through evaluation. This alarm was caused by a loose link screw (upper). The condition was eliminated during evaluation by adjusting the link screws. The screws were replaced during the repair process.

Event description:
It was reported that a spectrum pump had a "door not fully latched" alarm. Any pt involvement, injury or medical involvement is unknown.